Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates; monitor 3/20/2017. Electrode belt 9/27/2012.

Event description:
On 11/6/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest, and received an inappropriate treatment event prior to passing. It was reported that the patient was in the hospital at the time of the event, and that resuscitation efforts were made on the patient by medical professionals. The patient went into bradycardia at 08:56:00 on (B)(6) 2019. The patient was inappropriately treated two times while remaining in bradycardia, at 08:59:50 and 09:00:38. The patient remained in bradycardia until 09:06:17, when asystole and CPR artifact was observed. Oversensing of a low amplitude cardiac signal and CPR artifact contributed to the false detection. The patient's electrode belt was disconnected at 09:16:24, and the patient subsequently passed away on (B)(6) 2019.